Event description:
It was reported when the device was used during a low anterior resection procedure, the staples malformed. The case was completed using sutures. Consequently, the patient received a terminal ileostomy. The o.r. Time was extended by approximately one hour. It was also reported that the patient developed an infection post-operatively.